Event description:
According to the available information there was an aneurysm on both narrow cylinders. Device was tested to inflate, and it started after mild modeling. Issue happened during implantation.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. An aneurysm was noted on the bladder of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 2. Based on the procedures by which this device is tested prior to release, specific to revealing an aneurysm, it was concluded this most likely occurred after the opening of the device packaging. In addition, this most likely occurred as the result of overinflation and/or excessive manipulation during the attempt to correct the observed penile curvature. This device can generate pressure sufficient to aneuryze an unrestricted bladder. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information there was an aneurysm on both narrow cylinders. Device was tested to inflate, and it started after mild modeling. Issue happened during implantation.